Event description:
Account alleges that the ppm is not alarming when a patient exits the bed. Account stated that there were no injuries.

Manufacturer narrative:
Account stated that they do have a hill-rom mattress on the bed. Account stated that the bed doesn't have scale and does have the bed exit tape switches on the sleep surface. Account stated that he replaced the bed exit tape switches to resolve the problem with the bed exit not alarming when a patient leaves the bed. The bed exit tape switches were defective.